Event description:
The customer reported there was a sensor without a cannula. The customer's blood glucose was not known. Customer was advised the sensor would be replaced but will not be returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.